Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that at around 10pm, the patient was experiencing lightheadedness, nausea, weakness, sweating, and was on the ground. Although the patient was conscious, he was ¿minimally responsive¿. The patient¿s cgm was reading 80 mg/dl. No bg meter comparison value was taken. The patient¿s roommates gave the patient (3) glucose tablets and sugar but the patient¿s symptoms persisted. Therefore, emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was 53 mg/dl. No cgm comparison value was reported. Ems provided the patient with IV fluids and transported him to the emergency room (ER). At the ER, the patient was given an apple and a sandwich. At an unspecified time during his time in the ER, his cgm was reading 190 mg/dl but no bg meter comparison was reported. The patient was prescribed a new bg meter and discharged on 09/13 at 5am (less than 24 hours). The patient was at home and feeling ¿well¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.